Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product was returned for investigation and the complaint was confirmed, the tip of the driver is broken. (B)(4) states the driver tip and backend must withstand a torque of (B)(4). A complaint search was completed and found 2 previous complaints for this failure mode in the last two years. This product has approximately (B)(4). This complaint rate aligns with the complaint rate approved in (B)(4). A depuy (B)(4) material research scientist conducted a rockwell hardness test and found the product met the hardness specifications. The root cause can be attributed to the nature of the use of small drivers and the users ability to apply torque greater than the driver tip can withstand. No corrective action is required at this time. The complaint rate is aligns with the approved complaint rate in (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Tip of the driver broke during inserting peg. The broken tip remained with the peg in the patient's body.